Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. Serial number: unknown/not provided. Unknown as product serial number was not provided. UDI unique identifier: a complete UDI is unknown as product serial number was not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. If implanted; if explanted; give date: unknown/not provided. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a small white sponge material was observed on the intraocular lens, model pcb00, when inserted into the capsular bag. No patient impact reported. No more information available.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: manufacturing record review could not be performed since serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.